Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke with a blood glucose (bg) level of 148 mg/dl. Customer delivered a correction bolus and ate 105 carbohydrates. Bg level increased to 255 mg/dl with 3 hours of insulin-on-board remaining. System check performed by tandem technical support indicated that the pump was performing as intended. Customer support advised customer that due to the large amount of carbohydrates consumed, customer's bg level increased before entire insulin bolus began to treat elevated bgs. Follow up with customer same day, bg level was 100 mg/dl.